Event description:
Patient was revised to address poly wear. The all-poly tibial tray had fallen into varus.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 12 years ago. Examination was not possible as no product was returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. It would not be unreasonable to expect some wear after approximately 12 years of implantation. The need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.